Manufacturer narrative:
PMA/510(k) #: k182980 device evaluation the zib6-40-8-8.0 device of lot number c1635032 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review prior to distribution zib6-40-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-8-8.0 of lot number c1635032 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1635032. It should be noted that the instructions for use (ifu0040-6) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had a colorectal metastatic biliary stenosis. It is possible that disease progression caused and/or contributed to this event as the stent is not designed to inhibit tumor ingrowth. It should be noted that the physician noted that the occlusion may not have been related to the stent. This file was opened to conservatively assess the complaint issue as occlusion is listed as a known potential adverse event within the IFU. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required intervention to drain the biliary system as a result of this event. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A 8mm biliary stent was placed and is now occluded. As per cc form : " patient came back with stenosed stent for a procedure on the (B)(6) 2020. The doctor mentioned it as she needed to see her patient again, but didn't want to do a complaint about it as it's expected for the stent to occlude. According to the doctor, the stent occlusion is not due to the stent specifically and the reintervention to drain the biliary system again isn't due to the stent either. " prefix zib5/zib6: 1. Was the device used percutaneously? Yes, already answered as stated for a ptcd procedure 2. Where on the patient was the percutaneous access site? ¿percutaneous biliary system, so patient¿s liver ¿ the doctor used the right approach. 3. Details of access sheath used (name, fr size, length)?I have written the detail in the complaint form. 4. What was the target location for the stent? Biliary stenosis .5. Was the device flushed through both flushing ports before the procedure, as per IFU? Device was flushed according to IFU. 6. Details of the wire guide used (name, diameter, hydrophilic)? See question #4. 7. Was the patient's anatomy tortuous or calcified? Patient¿s biliary anatomy was not particularly tortuous. 8. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? No specific resistance encountered. 9. Was the target location calcified? 10. Did the tip of the delivery system cross the target location? 11. Are images of the device of procedure available? No 12. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Stent was deployed according to IFU and the delivery system wasn¿t moved once the deployment started 13. Was pre-dilation performed ahead of placement of the stent? No ¿ for this question, it should be linked to ¿if balloon was used¿ (listed in additional devices used during the procedure), could you please specify if pre- and/or post-dilatation was performed? 14. Was post-dilation performed after the placement of the stent? Yes.

Event description:
A 8mm biliary stent was placed and is now occluded. As per cc form : " patient came back with stenosed stent for a procedure on the (B)(6) 2020. The doctor mentioned it as she needed to see her patient again, but didn't want to do a complaint about it as it's expected for the stent to occlude. According to the doctor, the stent occlusion is not due to the stent specifically and the reintervention to drain the biliary system again isn't due to the stent either. " prefix zib5/zib6: was the device used percutaneously? Yes, already answered as stated for a ptcd procedure. Where on the patient was the percutaneous access site? ¿percutaneous biliary system, so patient¿s liver ¿ the doctor used the right approach. Details of access sheath used (name, fr size, length)?I have written the detail in the complaint form. What was the target location for the stent? Biliary stenosis. Was the device flushed through both flushing ports before the procedure, as per IFU? Device was flushed according to IFU. Details of the wire guide used (name, diameter, hydrophilic)? See question #4. Was the patient's anatomy tortuous or calcified? Patient¿s biliary anatomy was not particularly tortuous. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? No specific resistance encountered. Was the target location calcified? Did the tip of the delivery system cross the target location? Are images of the device of procedure available? No. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Stent was deployed according to IFU and the delivery system wasn¿t moved once the deployment started. Was pre-dilation performed ahead of placement of the stent? No ¿ for this question, it should be linked to ¿if balloon was used¿ (listed in additional devices used during the procedure), could you please specify if pre- and/or post-dilatation was performed? Was post-dilation performed after the placement of the stent?

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zib6-40-8-8.0 device of lot number c1635032 involved in this complaint was implanted in the patient, and was not available for evaluation. It should be noted that an unopened, unused zib6-40-8-8.0 device of the same lot, c1635032, was returned to the lab on the 05th may 2020. With the information provided, a document based investigation was conducted. Lab evaluation: a device related to this occurrence underwent a laboratory evaluation on the 06 may 2020. On evaluation of the device it was noted that it was returned sealed, unopened and unused. The device was from the same lot as the complaint device but was not the device that related to the event reported in this file. No visual defects were observed during the lab evaluation. Document review: prior to distribution zib6-40-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-8-8.0 of lot number c1635032 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1635032. It should be noted that the instructions for use (ifu0040-6) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had a colorectal metastatic biliary stenosis. It is possible that disease progression caused and/or contributed to this event as the stent is not designed to inhibit tumor ingrowth. It should be noted that the physician noted that the occlusion may not have been related to the stent. This file was opened to conservatively assess the complaint issue as occlusion is listed as a known potential adverse event within the IFU. Summary: the complaint is confirmed based on customer testimony. It should be noted that the customer confirmed there was no second complaint / failure as a result of the return of the unused device. According to the initial reporter, the patient required intervention to drain the biliary system as a result of this event. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A 8mm biliary stent was placed and is now occluded. As per cc form : " patient came back with stenosed stent for a procedure on the (B)(6) 2020. The doctor mentioned it as she needed to see her patient again, but didn't want to do a complaint about it as it's expected for the stent to occlude. According to the doctor, the stent occlusion is not due to the stent specifically and the reintervention to drain the biliary system again isn't due to the stent either."